Event description:
The nykanen rf wire kit was used during a procedure performed in a patient with pulmonary artresia. A guiding catheter (medikit/jr4 5fr) and microcatheter (terumo/progreat 2.9fr) was used. Following pulmonary artery and aortic angiography, the tip of the nykanen rf wire was positioned at the intended puncture site. With the tip of the nykanen rf wire slightly advanced from the guiding catheter, rf energy was delivered (pulse setting, 1 sec). The patient's blood pressure was observed to decrease at this time, but subsequently stabilized. Two additional attempts were made using angiography to reposition the guiding catheter and nykanen rf wire at the intended site for puncture. During this time, rf energy (pulse setting, 1 sec) was delivered 5 more times, but puncture was still unsuccessful. As the patient's blood pressure was confirmed to be further decreasing, open heart intervention was required to drain fluid from the heart. The patient was transferred to the intensive care unit. The physician mentioned that there was no suspected device failure.

Manufacturer narrative:
Review of the device history record confirmed all devices in the lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use.